Event description:
Diabetes educator called to report inaccuracies in one of her pt's meters. Had the meter compared to both a hosp meter (competitive) and a lab readings. Analysis run on clark error grid using both competitive/lab readings (469/439) vs. Bd readings of (99/43) yielded data points in the d/e zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigation.